Manufacturer narrative:
Visual assessment confirmed the reported breakage. The jaw has broken free from the shaft. The break occurred where the jaw tabs interface with the inner shaft. The shaft is bent downward. The condition of the device is consistent with excessive forces being applied during use. Per the IFU under ¿precautions- as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure.¿ no root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Event description:
It was reported that during a procedure using an elite pass suture shuttle with ratchet, the upper jaw of the device was broke while inside the surgical site. No broken pieces were left inside the patient. There were no patient complications reported as a result of this event.